Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced cardiogenic shock as well.

Event description:
It was reported that the patient was admitted due to irrigation and debridement of necrotizing fasciitis on their wrist. The patient subsequently went into cardiac arrest during the procedure and lab work revealed that the patient was positive for methicillin-susceptible staphylococcus aureus (mssa). A performed transesophageal echocardiogram (tee) revealed that there was large mobile vegetation approximately three centimeters on the right ventricular (rv) lead. It was further reported that a performed electrocardiogram (ECG) showed sinus rhythm (sr) of 90 beats per minute (bpm) and right bundle branch block (rbbb) of approximately one hundred forty milliseconds. Of note, the patient was administered medication via intravenous (IV). The implantable cardioverter defibrillator (ICD) system was subsequently explanted via laser extraction due to infection, vegetation, chronic systolic heart failure, left ventricular ejection fraction (lvef) of twenty-five percent, and septic. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.